Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in and/or reoperation: the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation primary with a mentor memorygel, 300cc silicone breast implant experienced left-sided rupture post operation. The issue was diagnosed under physical examination and confirmed by mammogram examination. As a result, the patient scheduled for bilateral replacements with cat#:3503001 on (B)(6) 2021.